Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe). The following additional information was provided: the provided image looks consistent like a broken wire.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is)I followed up with the initial reporter and obtained the following additional information: the event date is correct as 1/21/2025. The lot number was incorrectly submitted. There was no material that detached or broke off from the portion of the device that enters the body. There was no injury to the patient. The instrument is available for isi evaluation.